Manufacturer narrative:
(B)(4). Only event year known: 2020 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information: the indication was complicated diverticulosis. The procedure was a sigmoidectomy. No chemo or radiotherapy. The user was an experienced specialist assistant and the surgeon. Its experience is more than 10 uses. The green setting was at the bottom of the scale. We waited 20 seconds clamp closed. The device was not difficult to close. The device was very difficult to pull. Audible and tactile feedback was different than it usually is the donut were complete and normal. I don't know if the white washer was severed. Staples present in number when removing the clamp. No particular information on their shape and location. The patient is fine but the laparoscopy procedure had to be converted.

Event description:
It was reported that during the anastomosis, the device cut but did not staple. The surgeon had to convert the procedure to a laparotomy. Procedure: sigmoidectomy under laparoscopy. The laparoscopy was changed to a laparotomy : the duration of the hospitalization was extended by 48 hours.

Manufacturer narrative:
(B)(4). Date sent: 03/04/2021. H6: health effect - clinical code = procedural complication (e21). Additional information received: surgeons did not use any other devices during the procedure.

Manufacturer narrative:
(B)(4). Date sent: 11/03/2020 d4: batch # u5cp2t device analysis: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present, indented and there were no staples present on the device, indicating that the device achieved a full firing stroke. Further analysis shows that the washer present nicks around the washer; due to several staples that pass through of middle part of washer. It is possible that this condition is caused when the anvil used and fired with an incorrect device of a different diameter. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the anvil was fired with an incorrect device diameter. The instructions for use do contain the following caution: the anvils for the intraluminal staplers (ils) having the same lumen size are interchangeable. An anvil from a sdh29a can be used on a cdh29a or ecs29a. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.